Event description:
It was reported that the reservoir of a small volume folfusor burst. This occurred while filling the device with fluorouracil and sodium folinate. There was no patient involvement. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The affected device was received for evaluation against the reported condition of a ruptured reservoir. The condition was confirmed through microscopic evaluation of the reservoir. During the evaluation, markings on the exterior surface of the reservoir were observed near the rupture line. The cause of the ruptured reservoir was unable to be determined with the provided information. Should additional relevant information become available, a supplemental report will be submitted.